Event description:
It was reported to philips that system would not boot up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that system will not boot up. Upon troubleshooting the philips remote service engineer (rse) checked the system remotely and found that button was flashing green, system will not boot up and requested onsite support. The philips field service engineer (fse) checked the system onsite and found damaged 24 v communication from the low-voltage power supply. To resolve the issue, fse replaced power relays in the main cabinet, and front panel in main power distribution module. The defective part was sent analysis, for pd rear panel malfunction was observed and the failed component was loose and- or broken off element, for pd front panel no malfunction was observed and for power distribution module malfunction was observed and the failure was found to be electrical defect. After replacement the device returned to good working order. The codes were updated based on the investigation outcome.